Event description:
It was reported that review of a scheduled report was requested. The right ventricular (rv) lead showed a slow increase in pacing impedance measurements of 380 ohms to 460 ohms and shock impedance measurements of 90 ohms to 125 ohms. The most recent recorded pacing impedance was 451 ohms and shock impedance was 116 ohms. Stored electrograms showed normal device operation. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.